Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis and was hospitalized for the event. The cause was not reported. On an unreported date, the patient was treated with unspecified drug injection for the event. At the time of this report, the patient had recovered from the event. On an unreported date during hospitalization, dianeal therapy was discontinued. Additional information is not available.